Event description:
The customer reported to olympus, there was no image on the endoeye flex deflectable videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image disappeared at angle, control body was defective and the switch 2 was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information per follow-up questionnaire states that the name of the therapeutic procedure was unknown. There was no delay in the procedure. The patient was under general anesthesia from the beginning. The procedure was completed using a similar device. The device was the otv-s300/ sn (unknown).

Manufacturer narrative:
This report is being supplemented to provide updated and corrected information based on ga22454800-2, the device evaluation and the legal manufacturer's final investigation. The device evaluation found an e216-scope communication error which was confirmed during evaluation and final investigation a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problems were likely due to the image sensor unit. There may be a malfunction, a board inside the video connector, or a problem on the system side. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.